Manufacturer narrative:
The cause of the alleged postoperative complication cannot be determined at this time. The information provided at this time is limited. Efforts have been made to gather additional case specific information. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaints of inflammation for the subject lot of (B)(4) units manufactured in april of 2017. Should additional information be provided a supplemental emdr will be submitted. Used on patient.

Event description:
It was reported that the patient experienced an abscess that required antibiotics and drainage post-operatively after use of the arista ah product. The surgeon is a first-time user of the arista.